Event description:
A customer reported experiencing a cgm error 42 with their sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, and when the issue persisted, they arranged for a pump replacement. After the pump reset, the customer was able to start their sensor session successfully.